Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03376.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03376. It was reported the patient experienced an accident at least 1 month ago and is no longer receiving stimulation. Diagnostics showed invalid impedance values for the scs leads. X-rays revealed lead fracture. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03376. Additional information received identified the scs leads were explanted and replaced with a different model. Effective stimulation was restored with the surgical intervention. The physician elected to explant/replace the patient's scs ipg to take advantage of new technology. There were no allegations against the device.